Event description:
It was alleged that a biotwist anchor was implanted to repair a rotator cuff tear in the recent past. The patient returned due to shoulder pain. The shoulder was explored and the biotwist was fractured in two places and was then removed. No other information was given.